Event description:
Meter name: one touch ii, strip name: unknown, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: the customer fainted in a store. A patient reported they were seen in doctor's office. Their meter allegedly would only prompt message, insert strip. The result on their meter was 103 mg/dl. The result on the doctor's meter was unknown. The time difference between patient's meter and doctor's meter was unknown. Treatment was given a donut. No further information has been reported.